Manufacturer narrative:
Na.

Manufacturer narrative:
The patient sample was reported to be icteric. The calibration performed on 12-oct-2022 was within specifications. The qc level 1 from 01-oct-2022 to 27-oct-2022 showed that the recovery was not at a stable level. There were values out of the +/- 2 sd range but the qc level 1 was within range on the date of the event. The qc level 2 the customer used had an expiration date of jul-2022. Product labeling states "storage and stability up to the stated expiration date at 2-8 °c. Stability of components after reconstitution*: at 15-25 °c 12 hours at 2-8 °c 5 days at (-15)-(-25) °c 28 days (when frozen once)." The alarm trace from 25-oct-2022 to 27-oct-2022 was provided. The 25-oct-2022 alarm trace showed "sample pipetting aborted", " reagent pipetting aborted", and "air detected in the fluid system" alarms. The 26-oct-2022 alarm trace showed "reagent pipetting aborted", and "local area network (lan) connection failed." Errors. Based on the provided sample pictures, the redrawn sample serum appeared to be incorrectly separated from the gel. The investigation ruled out a general reagent problem because the calibration and qc were acceptable. The investigation did not identify a reagent problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable d bili direct bilirubin results from one patient sample tested on the cobas c 111. The initial result of the initial patient sample using the primary tube was 20.73 mg/dl with a data flag. The first repeat result of the initial patient sample in a hitachi cup was 19.47 mg/dl with a data flag. This result was reported outside of the laboratory. The second repeat result of the initial patient sample in 1:10 manual dilution was 3.00 mg/dl. This result was multiplied by the dilution factor of 10 which resulted in a value of 30.00 mg/dl. The clinician sent a new sample. The result of the new sample was 0.86 mg/dl. The pathologist requested the reporter to rerun the initial sample. The third repeat result of the initial sample was 0.53 mg/dl. The reagent lot number is 60616101. The expiration date is 31-mar-2023.